Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Suspected false positive sofia sars result. Customer reported that the patient was symptomatic and received a positive sofia sars result on (B)(6). On (B)(6) (18 days after) the same patient was asymptomatic (off label use- at the time) but still received a positive sofia sars result. No confirmatory testing completed.